Manufacturer narrative:
The initial reporter's facility name: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient just returned from scan and reconnected. Arctic sun device was alerting low flow. Water flow rate (wfr) was 0 l/m. Walked through stop therapy, disconnect and reconnect using proper technique. Restarted therapy. Primed to 0 l/m water flow rate (wfr). Stopped therapy and disconnect pads. Placed in manual control at 10c. System diagnostics: outlet monitor temperature (t1) was 10.9c, outlet control temperature (t2) was 11.1c, inlet temperature (t3) was 11.9c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 0.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percent, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 628.2, pump hours were 534.3. Walked through disabling manual control. Water flow rate (wfr) in mc should be around 1.7-1.8 l/m. Water flow rate (wfr) was too low. Advised to send to biomed labeled low flow. Swap out to alternate device and call back if additional assistance was needed. Sn (B)(6).

Manufacturer narrative:
The reported event was inconclusive. The root cause could not be definitively identified. Water flow rate (wfr) was 0 l per m. Walked through stop therapy, disconnect and reconnect using proper technique. Restarted therapy. Primed to 0 l per m water flow rate (wfr). Stopped therapy and disconnect pads. Placed in manual control at 10c. System diagnostics: outlet monitor temperature (t1) was 10.9c, outlet control temperature (t2) was 11.1c, inlet temperature (t3) was 11.9c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 0.9 l per m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percent, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 628.2, pump hours were 534.3. Walked through disabling manual control. Water flow rate (wfr) in mc should be around 1.7-1.8 l per m. Water flow rate (wfr) was too low. Advised to send to biomed labeled low flow. Swap out to alternate device and call back if additional assistance was needed. Sn (B)(6) the instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as this is not an out of box failure. No additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient just returned from scan and reconnected. Arctic sun device was alerting low flow. Water flow rate (wfr) was 0 l per m. Walked through stop therapy, disconnect and reconnect using proper technique. Restarted therapy. Primed to 0 l per m water flow rate (wfr). Stopped therapy and disconnect pads. Placed in manual control at 10c. System diagnostics: outlet monitor temperature (t1) was 10.9c, outlet control temperature (t2) was 11.1c, inlet temperature (t3) was 11.9c, chiller temperature (t4) was 4.3c, water flow rate (wfr) was 0.9 l per m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 30 percent, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 628.2, pump hours were 534.3. Walked through disabling manual control. Water flow rate (wfr) in mc should be around 1.7-1.8 l per m. Water flow rate (wfr) was too low. Advised to send to biomed labeled low flow. Swap out to alternate device and call back if additional assistance was needed. Sn (B)(6).